Manufacturer narrative:
The device was returned to our us facility as documented in section d9, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that there was no light but camera seems to be working fine. It is not clear whether the issue was observed prior or during medical procedure. No negative impact in state of health reported.